Manufacturer narrative:
No product was returned for investigation. Major bleed: pt keeps playing with insertion site. The cause of the bleeding is determined to be use issue due to patient movement because the patient was playing with insertion site. Infection: in order to make a root cause determination, all of the clinical details outlined would have to be provided. The root cause of the infection was unable to be determined due to insufficient clinical details. Device passed all post sterile inspection checks.

Event description:
The complainant reported that the patient developed a candida auris infection that was managed with micafungin therapy and removal of the affected line. The clinical team reported no further complications following treatment.